Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report patient death that occurred. Patient's husband declined further contact. Per obituary, patient died on (B)(6) 2015. The cause of death is unknown and a certificate of death was not provided. It is unknown if the patient was wearing the continuous glucose monitoring system at the time of passing. There was no alleged device malfunction. No additional event or patient information is available.